Event description:
The following was reported to gore: on (B)(6) 2026, a patient was treated for an abdominal aortic aneurysm using a gore® excluder® conformable aaa endoprosthesis (excc). A gore® dryseal flex sheath (dsf) was used for access. After successful deployment of the excc main body, the catheter was being removed and got stuck in the distal part of the dsf. The physician readvanced the delivery catheter and tried withdrawing again, but it got stuck in the same location. The physician then tried to use greater force to remove the excc, and the delivery catheter broke near the distal edge of the delivery catheter and near the olive tip. The entire system (delivery catheter and sheath) was then removed as a unit without incident. The physician indicated that he believed the excessive force needed to attempt to remove the delivery catheter was the source of the breakage, and further stated that the entire system should have been removed as a unit rather than using additional force to attempt removal. The remainder of the case was completed without any issues and the aneurysm was excluded successfully. Patient is reported to be doing fine.

Manufacturer narrative:
H.6. Investigation findings code c21: conclusions pending results of product history review. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.